Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that during the patient's lead implant procedure they had a loss of motor signal. The lead was removed from the patient and the surgeon finished with wound closure. After the patient was closed up they regained 60% of their motor signal. Additional information was reported that the cause of the loss of motor signal was not determined. The patient was sent home from the hospital today ((B)(6) 2020) with 100% return of motor signal. The issue was resolved. No further information was reported.